Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the distal end of the stent, a stent strut was lifted. The stent od (outer diameter) for the undamaged proximal section of the stent was measured and was within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11327. It was reported that stent damage occurred. A 2.75x28 synergy¿ stent was implanted in the lad in (B)(6) 2016. However, it was noted that in-stent restenosis (isr) had occurred as a result of the patient not taking dual antiplatelet therapy promptly. Approximately 1 month later in (B)(6) 2016, percutaneous coronary intervention was performed to treat the 24mmx2.5mm, isr target lesion located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. Access was gained via the femoral artery and a choice¿ pt wire crossed the lesion. A 2.5 x 15 emerge¿ balloon catheter was then advanced and dilated the lesion twice at 12 atmospheres for 15 seconds. The lesion had 75% isr following predilation. Subsequently, a 2.50 x 24 synergy¿ stent was advanced in an attempt to treat the in-stent restenosis but the device had difficulty crossing into the lesion. The physician put some pressure to cross the lesion site but only felt some "grittiness" and the device still could not cross the implanted 2.75x28mm synergy¿ stent. The device was removed from the patient's body and it was noted that a stent strut was protruding out. The procedure was completed with another 2.50 x 24 synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11327. It was reported that stent damage occurred. A 2.75x28 synergy¿ stent was implanted in the lad in (B)(6) 2016. However, it was noted that in-stent restenosis (isr) had occurred as a result of the patient not taking dual antiplatelet therapy promptly. Approximately 1 month later in (B)(6) 2016, percutaneous coronary intervention was performed to treat the 24mmx2.5mm, isr target lesion located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. Access was gained via the femoral artery and a choice¿ pt wire crossed the lesion. A 2.5 x 15 emerge¿ balloon catheter was then advanced and dilated the lesion twice at 12 atmospheres for 15 seconds. The lesion had 75% isr following predilation. Subsequently, a 2.50 x 24 synergy¿ stent was advanced in an attempt to treat the in-stent restenosis but the device had difficulty crossing into the lesion. The physician put some pressure to cross the lesion site but only felt some "grittiness" and the device still could not cross the implanted 2.75x28mm synergy¿ stent. The device was removed from the patient's body and it was noted that a stent strut was protruding out. The procedure was completed with another 2.50 x 24 synergy¿ stent. No patient complications were reported and the patient's status was stable.